Event description:
Customer's wife reported that customer was hospitalized for high blood glucose. Customer's wife stated that the customer went to emergency room for high blood glucose but was also diagnosed with a mild heart attack. Customer's wife also stated that when they removed the site of the hosp the cannula was bent.